Event description:
It was reported that during surgery, upon inserting the implant, there was difficulty releasing the implant from the cartridge. The peek cartridge was removed and it was found that the top endplate was twisted. The implant was removed and a new implant was used in its place. There was no patient or surgical effect reported.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: disassembly during releasing. Mobic was attempted to be implanted at c6/7. After proper surgical technique was observed the implant released from the peek cartridge difficult. Once the peek cartridge was finally removed with the forceps, the top endplate was twisted. Attempt was made to correct the malfunction with no success. Implant was inserted under fluoroscopy confirming correct orientation. A new implant was opened and used, implanted successfully. Additional information was received: patient is doing well. The depth stop adjustment was set initially at zero. Surgical technique was followed at the mobi-c loading on inserter the disc space was under distraction. No resistance while inserting prosthesis. The prosthesis was not inserted with an angle. No rotational move was done while inserting prosthesis. X-ray was used to carefully implant. No difference in surgical steps between the first and the second implant. No per-op images are available. The mobi-c no touch level was not used. The mobi-c distraction forceps was used. Resistance was not met in step -while removing peek jaws if there is any resistance, one of the jaw may be against the uncus. The step. Rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis (see image below)- was not required. Investigation ongoing.